Manufacturer narrative:
(B)(4). A needle that broke at the point end, not including the point, was submitted for this evaluation. A microscopic inspection revealed indents and scuff marks around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2014 and suture was used. The nurse found the needle was broken after the surgeon closed the uterus and before the incision was closed. The broken piece was found in the patient after searching. There was no adverse patient consequence.

Manufacturer narrative:
(B)(4).